Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d4(model#, catalog# & UDI#), d5, g1(contact person), h6(component codes).

Event description:
N/a.

Event description:
It was reported that during a routine check the cs300 intra aortic balloon pump (iabp) waveform was not proper. There was no patient involvement, thus there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device(10) a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse noticed waveform was very improper. There was an augmentation low alarm. Fse further inspected unit and found that preventive maintenance kit needed replacement. Pm 5000 maintenance hour kit replaced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.